Manufacturer narrative:
A1 to a5. There was no patient involvement. H11: livanova initiated an investigation. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova deutschland received a report of an internal error displayed onto the centrifugal pump panel of a centrifugal pump drive (cpd). The event occurred during priming. There was no patient involvement.